Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customers ¿pump stopped working¿. Reportedly the customer troubleshoot themselves and was able to resume insulin therapy with pump. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.